Event description:
It was reported the device was used during lobectomy, it was reported the surgeon closed and fired staples without a problem. When surgeon opened the stapler, he found that the staples that had not gone into the tissue were somewhat formed. But those that were into the tissue were not formed at all. The surgeon removed as many staples as possible and over sewed to complete the case. There was no consequence to the patient.